Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubies were missing from the map in hardware test application (hta). A field service engineer troubleshot drawer cubies individually and identified several defective and incompatible cubies. Cubies were swapped to compatible positions, and some were removed. After troubleshooting and testing each row, the cubies functioned normally, and the drawer operation was verified as working properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failure and unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.